Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the batteries in the insulin pump had not been lasting. They had replaced the battery 6 times within the past week. The customer¿s blood glucose level was 127 mg/dl. The alarm history was reviewed. It was found that they did not receive a low battery alert prior to a replace battery now alarm. The customer stated the battery was not previously used. The insulin pump was not dropped. There were no unattended alarms. The battery cap was not loose, cracked, or damaged. They had received the alarm 8 or more times. The device will be returned for analysis.

Manufacturer narrative:
Findings: unit received with operating currents within spec. Unit passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit alarmed power loss and replace battery now alarms due to resistance issue at the connector. After disconnecting and reconnecting the internal battery connector pump was monitored and functioned properly. Unit received with cracked case on the back at the battery tube area. Unit received with minor scratched display window, case and keypad overlay.